Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4268853 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on batch 4268853 for contamination. Retention samples from batch 4268853 (100 tubes) were available for inspection. There were no contaminated tubes observed in the retention samples. For further investigation, two retention tubes were incubated in a 25 degree celsius incubator and two retention tubes were incubated in a 35 degree celsius incubator. At seven days, no growth was observed in the incubated retention tubes. There were four photos received to assist with the investigation. Three photos showed tubes in a holder with contamination of batch 4268853 exp 2026-03-18. One photo showed the inside of a cap. No returned samples were received to assist with the investigation. This complaint can be confirmed from the photos received. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) carton was observed to contain tubes contaminated with mold in the media. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) carton was observed to contain tubes contaminated with mold in the media. There were no health impact or consequences reported.